Event description:
It was reported that during the procedure, the driver was off and remailed in the trial. There was no harm or health impact to the patient. Attempts have been made and no further information is available.

Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated/corrected. Updated: b4; b5; g3; h2; h3; h4; h6. Visual examination of the returned product identified there is visible wear to the junction location along with wear lines on the shaft of the device including near the fracture site. The device has fractured at the tip of the device with no fractured pieces returned. The features of the fracture surface visually align with the documentation on which an overload fracture failure mode is identified. The complaint is confirmed based on the evaluation of the returned product. DHR was reviewed and no discrepancy related to the reported event were found. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information to report at this time.